Manufacturer narrative:
Isi received the unit involved with this complaint, however, the failure analysis investigation is still in progress therefore the root cause of the customer reported failure has not been determined. A follow up MDR will be submitted once the failure analysis has been completed and/or additional information is received. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer experienced a non-recoverable error 252. A technical support engineer (tse) advised to cycle the breaker; however, the system failed to power back on. The tse provided troubleshooting but the issue persisted. The surgeon made the decision to convert and complete the procedure using another da vinci system. An instrument release kit (irk) was used to remove the instruments and transfer the patient. The procedure was completed and no patient harm was reported. A field service engineer (fse) was dispatched to the facility but was unable to verify error 252 in the log files. After troubleshooting, the system power manager (spm) and emergency power off (epo) switch were replaced to resolve the issue.

Manufacturer narrative:
The system power manager (spm) was returned for failure analysis and the reported failure was confirmed. The spm was installed and tested on an in-house test system and failed to power on with no error. When the system is powered on using the core power switch the vision side cart (vsc) and surgeon side console (ssc) power up but the patient side cart (psc) does not.